Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they need to have the stimulator removed because the implant has shifted over close to her spine and it wakes her up at night and bothers her a lot. Patient stated they have not charged the implant in probably 6 months and they don't use the device anymore because it is not efficient enough for her to use. Patient reported the implant is moving close to the spine and they have a lot more back problems now because the device is laying up the spine and making her knee hurt. Patient asked for hcp listing. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.